Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged to the hepatic vein. The lp was retrieved and the helix was stretched. A different lp was used to complete the procedure. The patient was in stable condition before, during, and after the procedure.